Manufacturer narrative:
(B)(4). Method: the complaint humidifier was returned to fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. The humidifier was tested to check the output temperatures. In addition, the device was performance and electrical safety tested. Results: no fault was found with the device during testing. Conclusion: the reported fault could not be replicated as the device functioned normally during testing and passed performance and electrical safety testing. Following performance testing, the humidifier was returned to the customer.

Event description:
A distributor in (B)(4) reported that the delivery temperature of an mr850 respiratory humidifier was too high. No patient consequence was reported.